Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. UDI #: no UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient woke up early in the morning experiencing extreme pain, discomfort, and light sensitivity in both eyes post lasik. The patient was noted to have transient light sensitivity syndrome. The topical steroid dosage was increased. Additional information received states the patient was seen the next day for follow up and noted feeling better and symptoms resolving. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.